Event description:
On 9/9/93, at 0100, an obstetrical pt went into cardio-respiratory arrest within mins after receiving an epideral anesthetic. This is not thought to have been caused by a defect in the medical device, but the epidural could not have been accomplished without use of such device. Possible reasons are toxic reaction to the injected medication or injection of the medication into spinal fluid or vascular system.